Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A cqva program consultant reported that a ins5010 hermetic lumbar catheter, closed tip was found to have multiple tears in it during an unspecified procedure on (B)(6) 2018. It was reported that an attempt was made to remove the guidewire which appeared to be stuck to the catheter. Gentle traction was applied and only the guidewire was removed in its entirety. After further inspection, it did appear to have tear midway. Careful inspection of the catheter aled that the proximal 30 centimeter of the catheter appeared to have multiple tears. No device packaging was available. Two lot numbers that were stocked next to the box for the ins-5010 were lot number 2892476 with date (B)(6) 2021 and lot number 1173613 with date (B)(6) 2021. The device was in contact with the patient but no injury was reported. A surgery delay was reported but no exact duration was provided. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The customer identified the finished good (fg) lot #s 2892476 and 1173613 from ins5010, ¿hermetic lumbar catheter, closed tip¿, as the potential lots involved in the reported incident. The DHR of fg lot #s 2892476 and 1173613 were reviewed and no anomaly was reported that could cause the reported condition. The guidewire pn 200398-001, ¿guide wire with dispenser¿, is an accessory of catalog ins5010. The guidewire with dispenser is provided by the supplier with a certificate of conformance (coc) certifying that ¿the product has been manufactured in accordance with and meets or exceeds the requirements of the drawings and/or specifications shown¿. However, a sample is taken from the guidewire lot to verify the outer diameter as part of the incoming receiving process. The guidewire is not inspected during the packaging process of catalog ins5010 since it is inside a dispenser. The fg lot # 2892476 and the fg lot # 1173613 used guidewires from lot # 3171442 and lot # 3170597; respectively. The incoming records of both lots of guidewire were reviewed and no reject was reported during their inspections. The fg lot no.¿s reported in this complaint met with all product requirements as specified in the packaging shop order and related procedures. The reported condition is unconfirmed. The root cause is undetermined.

Event description:
N/a